Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-02464. It was reported the patient is not receiving effective therapy/ therapy strength is decreasing on its own due to high impedances on both leads. Surgical intervention may be undertaken at a later date to address the issue.